Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested and obtained: do you have the linx product code, lot number and serial number (if applicable)? What was the reason for removal of the linx device (e.g. No issue - patient requested removal, ongoing dysphagia, ongoing gerd symptoms, etc.)? If dysphagia, how severe was the dysphagia/odynophagia before intervention (mild, moderate or severe)? Did the dysphagia improve after the device was implanted initially? Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? Unknown. When was the linx device implanted? Unknown. Were there any intra-operative complications during implant? None. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Was a new linx placed after this one was removed? No.

Event description:
It was reported that the linx device has been removed. Patient could hear and feel device opening and closing when she was eating but reflux was resolved. Surgeon exhausted all diagnostic exams, all passed, but patient continued to hear and feel device inside. End option was to remove the device. No autoimmune disease. No steroids or drugs are known to be taken. Unknown when initially implanted.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. Reported lot number: 6800790 is not a valid lot number. No DHR could be performed.